Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'did not alarm an upstream occlusion' which were verified through a review of the event history log by the presence of 'upstream occlusion!' Messages and reproduced during evaluation. Evaluation did not reveal a device malfunction related to the failure. The 'upstream occlusion' alarms in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused and did not alarm an upstream occlusion during therapy at the cardiology department. It was reported that the infusion was programmed for heparin at 12 ml/hr volume to be infused of 250. After 4 days it was noted that no fluid had been delivered. It was noticed that the IV line had been twisted at the bag. The pump did not alarm occlusion. Biomed testing found that pump would alarm if line was occluded with a slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.